Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy ii stent was selected for use to treat the lesion. On the box it says, "defective". However, upon inspecting the stent, it appears that there is a strut lift in the middle of the stent. No patient complications were reported and the patient's status was ok.